Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one-way valve was also returned. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 to dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
Correction to MDR follow up #2 to include: lot #., exp. Date, manufacture date. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) would not go through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional / inventory control. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).